Event description:
Customer reports doing back to back testing on advantage system with results of 300mg/dl and 98mg/dl. Customer also did back to back testing with results of 100mg/dl, 300mg/dl, 112mg/dl, and 98mg/dl. No qcs were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.